Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to urethral erosion while catheterizing the patient in the ER. The device was placed 13 years ago and the cuff was damaged on (B)(6) 2018 when the patient had a cardiac event and the nurse tried to insert a catheter.